Manufacturer narrative:
(B)(4). Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the patient had decreased pain control related to the event. During the surgical procedure, the physician attempted to remove the sutureless connector from the pump and the silicone portion separated from the inner metal part. He was unable to aspirate csf (cerebrospinal fluid) from the catheter. Intra-op fluro showed the catheter was outside of the intrathecal space. The anchor was secure on one side of the suture loop, but the suture had sliced through the other suture loop. Per this reporter's knowledge, the patient was doing fine following the surgical revision. Additional information was received and it was reported that during the surgical procedure the pump was moved to the patient's lower back/butt and was still sore. Her dosage seemed to be working for what the pump was implanted for however she was still having surgical pain.

Manufacturer narrative:
Analysis of the catheter revealed the anchor had a broken suture ring. A leak was observed at the sutureless connector. The inner seal area of the sutureless connector was found to be damaged. It was thought that the damage was related to explant damage or damage related to actions beyond what the catheter was designed for.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was revised four months ago because it was in the front and kept flipping, which would twist the catheter, even when it was "tacked down." It didn't stay in place and had been a nightmare.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a failed dye study. The patient was going to have a surgery on (B)(6) 2014 because ¿something keeps going wrong¿. The catheter was going to ¿redone¿. The patient was having surgery on (B)(6) 2014 because ¿it is at emergency status right now and it has to be done¿. The problem with the pump started in (B)(6) 2014. Reportedly, they didn¿t know where the medication was going because it was believed that the catheter came off the pump. In the last month, the patient spent (B)(6) on medication. The patient didn¿t know why the pump was failing and why it was coming out of the pocket. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that a catheter break and migration/dislodgment occurred. The location of the issue(s) was the pump connector. The anchor was sliced through by a suture. The patient experienced less than 50% therapy relief. The catheter was removed and replaced. At the time of this report, the patient status was indicated to be ¿alive-no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.